Manufacturer narrative:
The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that the tip of the ortho grip knee pointer was found to be broken off at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that the tip of the ortho grip knee pointer was found to be broken off at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.